Event description:
It was reported that during a da vinci-assisted surgical procedure, the hospital had a power outage and that the system would not power on. The caller stated that they were setting up for the case when the issue occurred. Caller stated they ended up converting the case to laparoscopic. The procedure was aborted post anesthesia with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotic procedure was aborted prior to port placement. They did the procedure laparoscopically instead.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the common compute controller (ccc) due to power outage taking out the brd. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and installed into test bench and powered on with a power supply. Unit was connected to pc and identified the tegra module was visible. This unit is confirmed to be bricked. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.